Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Additionally, it was reported that a cartridge change error message occurred. The customer successfully reloaded the cartridge and insulin delivery was resumed. Customer's blood glucose ranged from 160 mg/dl to 180 mg/dl.